Manufacturer narrative:
Date of event: exact date unknown event occurred four years ago.

Event description:
It was reported that patient underwent an ipg explant due to an unknown reason. The explanted ipg will not be returned.